Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis found no evidence of device damage, defect, or malfunction. The perforation and pericardial effusion allegations were not confirmed by lab analysis; however, they were assigned a cause code based on the field report.

Event description:
It was reported that this right ventricular (rv) lead had perforated in an unknown location due to a fall. The patient had high a high international normalized ratio (inr) and a possible pericardial effusion. A surgical intervention was required to explant the lead and implant a new one. No additional adverse patient effects were reported.